Manufacturer narrative:
This device has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that while hospitalized for an unknown reason the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced an episode of ventricular fibrillation (vf) arrest for which the device did not deliver therapy due to capacitor charge times exceeding the limit triggering code 1007. The device was also noted to be at end of life (eol) causing the physician to suspect premature battery depletion. Upon review of device data it was noted that the last successful charge and shock was the same date as the message indicating charge times were exceeded. Boston scientific technical services (ts) suggested the shock may have resulted in the code if a shorted shock lead condition were present. Due to limited or overwritten data no other codes or potential lead involvement could be confirmed. Device replacement was recommended. A revision procedure was performed at which time the rv lead was tested returning normal measurements. The device was then explanted and rv lead surgically abandoned before implant of a new system. Information was later received noting the patient's hospitalization was the result of a previous episode of vf for which the device did not provide therapy requiring the patient to be rescued via CPR and external shocks. No additional adverse patient effects were reported. This system is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2017 after delivery of the final shock delivered on that date. Several charge time exceeded faults also occurred on the same date resulting in device battery status moving to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the final high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.